Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Explanted valve was discarded by user facility and is not available for return to the manufacturer; therefore, the issue reported could not be confirmed.

Event description:
Initial implant date (B)(6) 2021. Post-op pressure day 1 was 40. Doctor flushed it, pressed on the eye and the pressure was still the same. On (B)(6) 2021 valve was explanted and sent to pathology. New valve was implanted on (B)(6) 2021.